Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-apr-21. It was reported that the old catheter was not examined during the procedure; however, after the revision sufficient liquor [csf] could be easily collected via the side port.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the catheter occlusion was a contributing factor to the difficulty aspirating the remaining volume on (B)(6) 2020.

Manufacturer narrative:
Product ID 8731sc, lot# 0203447541, implanted: (B)(6) 2010 explanted: (B)(6) 2020. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, lot #: 0203447541 , ubd: 2012-02-11, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a clinical study. It was reported that the device diagnosis was catheter occlusion. The catheter was explanted and replaced on (B)(6) 2020, and the explanted catheter was reportedly disposed of according to biohazard instructions. The event was resolved without sequelae as of (B)(6) 2020. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown, product type catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported the pump was refilled on (B)(6) 2020, but it was difficult to aspirate the remaining volume. After an injection of 40 cc baclofen, they performed an echo that showed no collection. However, the patient called because of various complaints that had arisen since (B)(6) 2020 and gradually deteriorated. The patient had a lot of spasms in both legs, experienced itching everywhere and felt rushed. The clinical diagnosis was baclofen withdrawal. The patient reported this on (B)(6) 2020. Side port aspiration was performed on the same date. They could only aspirate the catheter volume. It was stated this indicated a mechanical (catheter) problem. An urgent revision would be performed on (B)(6) 2020. The event resulted in in-patient or prolonged hospitalization. The event was considered related to the device or therapy (catheter) and not related to the implant procedure. Further complications were not reported.